Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report an off no power alarm and a motor error alarm. The customer's blood glucose reading was 200 mg/dl. The customer's device was replaced, and was informed to return their device for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.